Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, the identified error patterns are most likely attributable to excessive use. The events can be detected and prevented in accordance with the following IFU. According to the IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had protrusion lost. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to mechanical damage. There was an additional finding of the outer tube was slightly bent and minor shadow visible on left side of image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.